Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have removed bent cannulas but did not receive a no delivery alarm. Customer reported that blood glucose had elevated to 455 mg/dl. During troubleshooting, insulin pump passed high pressure test. Customer changed entire set and reservoir. Customer was advised to monitor insulin pump.